Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking from the top of the drip chamber. This was noted during infusion of normal saline. The reporter stated that she hung a 1000ml line of normal saline connected to an unknown pump to infuse at a rate of 250ml/hour. Immediately after starting the pump the leak was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.